Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 29dec2019 at 06:19pm through 16jan2020 at 01:12am. From the beginning of the log file until (B)(6) 2020 at 12:47:46 am, the pump speed remained above the low speed limit. From 12:47:46 am through 12:48:41 am, intermittent low speed events were captured. The pump speed reached a minimum of 4140 rpm (4260 rpm below the low speed limit). These events were associated with low speed advisory alarms. All low speed events appeared to occur while the patient was supported by the mobile power unit (mpu). No additional atypical events or alarms were captured throughout the file. Review of the patient¿s complaint history found that a driveline repair was previously performed on (B)(6) 2019 due to low speed operation events and a pump stoppage (investigated under MFR # 2916596-2019-02631). The low speed events and pump stoppage occurred while the patient was supported by the mobile power unit. The driveline was returned measuring approximately 17 inches and additionally approximately 1-inch segments of individual wires were also returned. The evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. On (B)(6) 2020 the center reported that the patient did not want any type of surgery. The plan was for the patient to go home with a power module and ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed advisory alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas driveline's have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline replacement was covered in MFR #2916596-2019-02631. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed alarms were observed. Technical services reviewed the submitted log files, and pump decelerations were confirmed. The patient was given an ungrounded power module patient cable. Patient does not want any type of surgery and already had external splice repair. No additional information was provided.